Event description:
Additional information received reports the representative considered the incident resolved during the implant process.

Manufacturer narrative:
Concomitant medical products: product ID neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that the representative had seen the bent lead tip before, but in those cases they were always able to resolve by backing the lead out a little more or changing depth of lead placement. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.